Event description:
It was reported that a syringe module had an infusion rate discrepancy. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that a syringe module had an infusion rate discrepancy. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Correction: unique identifier (UDI) #, initial reporter occupation, other occupation, report source, report source other. Additional information: medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex a,g,b,c,d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a syringe module had an infusion rate discrepancy. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Omit: a0404 - crack (1135), d02 - cause traced to component failure, g02005 - circuit board, g04055 - flange, g04052 - fastener, g0405206 - latch. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Investigation summary: although the complaint of syringe rate discrepancy was not confirmed, laboratory testing showed the plunger force was not within specification. ¿ inspection of the suspect device showed worn split nuts and a bent tube drive arm. ¿ after replacing the worn split nuts with known good split nuts, laboratory testing showed the syringe module was operating within specification. ¿ review of the syringe module error log showed the suspect syringe module recorded an alarm for syringe plunger position failure (351.6660.0) on (B)(6) 2022 at 12:17 am. ¿ review of the pcu event log showed the logs prior to the date the issue was reported ((B)(6) 2022) were overwritten due to continued use. ¿ the event syringes were not returned for investigation and could not be tested. ¿ the system was being used for treatment purposes. Root cause: the probable cause of the complaint of syringe rate discrepancy was believed to be inaccurate plunger force due to worn split nuts. Note that imdrf annex a1801, a040502, a0509, a040601, a210105, c0601, c07, c0703, c20, d15, g02017, g04070, g04037, g04061, g04080 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a syringe module had an infusion rate discrepancy. There was patient involvement but no harm.